Event description:
This event was reported as valve explanted after 5 months due to fungal endocarditis of prosthetic mitral valve, congestive heart failure and calcification of the annulus. No further information was provided.